Event description:
It was reported that the patient was breaking into hives and had an allergic reaction which was probably due to the adhesive from the bandage at the back following an implant procedure. The patient was sent to the (ER) emergency room due to an infection which was possibly related with sepsis. The patient's devices were removed and wound vacuum was placed over the incision site. No complications were noted during the procedure. Additional information was received that the infection were noted on both ipg and lead incision site. The physician believed that the cause of the infection was unknown but not device related. The patient was placed on antibiotics and the explanted devices will not be returned.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Block d2b: lgw, qrb.

Event description:
It was reported that the patient was breaking into hives and had an allergic reaction which was probably due to the adhesive from the bandage at the back following an implant procedure. The patient was sent to the (ER) emergency room due to an infection which was possibly related with sepsis. The patients devices were removed and wound vacuum was placed over the incision site. No complications were noted during the procedure. Additional information was received that the infection were noted on both ipg and lead incision site. The physician believed that the cause of the infection was unknown but not device related. The patient was placed on antibiotics and the explanted devices will not be returned.

Event description:
It was reported that the patient was breaking into hives and had an allergic reaction which was probably due to the adhesive from the bandage at the back following an implant procedure. The patient was sent to the (ER) emergency room due to an infection which was possibly related with sepsis. The patients devices were removed and wound vacuum was placed over the incision site. No complications were noted during the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7080467.